Event description:
Monitoring recorder switching between mom and baby. Mothers hr 100-110, fetal hr 120s. Nurse confirmed audibly that fetal hr was 120s. Monitor tracing 110. Fetal scalp electrode placed.